Event description:
It was reported that a patient presented for a pacemaker upgrade procedure. Upon interrogation, the right ventricle lead exhibited noise that was oversensed by the device. The lead was capped and replaced on (B)(6) 2022. The patient experienced no adverse consequences.